Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. The customer has not accepted the quote.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device battery does not hold a charge. There was no reported patient involvement/adverse patient impact.